Event description:
Drain broke during removal of drain 3 days post gallbladder surgery. Had to do 2nd procedure, to remove drain. The initial surgery was in 2001 and removal of the drain was 3 days later. The pt is okay.